Event description:
It was reported that during a follow-up visit, the ventricular lead exhibited a sensing anomaly, an impedance measurement anomaly, and loss of capture. The lead was capped and replaced on (B)(4) 2014.

Event description:
It was reported that during a follow-up visit, the atrial lead exhibited a sensing anomaly, an impedance measurement anomaly, and loss of capture. The lead was capped and replaced on (B)(4) 2014. New information notes: the lead had a history of impedance anomalies, sensing anomalies, and unacceptable threshold dating back to april 2011.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Correction: event description should refer to lead au25658 as the atrial lead, not the ventricular lead.